Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 11 months post-implant, it was reported that the patient had a (B)(6) infection; therefore, the patient¿s outflow graft was exchanged. The patient was recovering without any specific problems; however, the patient later had a hemorrhagic stroke and expired.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The patient remained ongoing on vad support until they experienced a hemorrhagic stroke and expired. The pump was explanted, returned and evaluated under medwatch MFR# 2916596-2015-00857. Soft, non-laminated depositions of tissue and blood were found in the evaluation of the returned pump, which appeared to have developed as the result of a low flow event or an interruption in flow through the pump. However, a specific cause for the interruption in flow, and a direct correlation to the reported infection could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced hemorrhagic stroke and death were reported under medwatch MFR# 2916596-2015-00857. The approximate age of the device is 11 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.